Event description:
During an arthroscopic rotator cuff repair, the physician reportedly utilized a speedscrew knotless implant (w/inserter handle). After placing the implant into the bone, the physician attempted to deploy the anchor. The physician reportedly cut the anchor away from the implant and abandoning it in the pt's bone. A new bone hole was drilled and the procedure was completed with a new device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were requested but not received.